Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during the initial deployment atte mpt, the valve was too deep and was recaptured into the delivery catheter system. The valve was deployed a second time and implanted in the patient. Subsequently, moderate paravalvular leak (pvl) was noted due to the valve's deep implant depth. A second valve was implanted valve-in-valve to treat the pvl. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} image review: one media file was provided for review and showed two valves implanted. However, the dislodgement event was not captured and provided for review, thus the image review is inconclusive. Of note, potential risks associated with the implantation of the device may include but are not limited to prosthetic valve migration/embolization. The patient¿s executive summary was not provided for anatomical review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.